Event description:
Reporter states that she has had consistent, severe daily pain that is nine out of ten on the pain scale. Has had a total of three injections of synvisc and has not been able to be active or ride her bicycle since her first injection. Reporter states that the injection was recalled some years ago due to infection reasons and was now back on the market.